Manufacturer narrative:
(B)(4). The product was returned and analysis was still ongoing. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited oversensing with pacing inhibition which did not result in more than two seconds of asystole. Additionally, a low, out of range pacing lead impedance measurement of less than 200 ohms was also detected. The cause of these observations were not determined. The rv lead was surgically abandoned and the device was successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.